Event description:
The facility reported an infusion pump with failure code 804:22 before use. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information was available.

Manufacturer narrative:
Evaluation summary: during product evaluation, a defective user interface module printed circuit board (uim pcb) was observed. Failure code 804:22 in the event history confirms the defective uim pcb. This failure code is manifested as a result of the uim pcb being defective. The uim pcb was replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.